Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Direct anterior hip- "alexis ortho material was minimally torn throughout the procedure with a shredded effect versus a straight edge tear. Multiple use of the tools, particularly the rasper appeared to contribute to the material being ripped. Multiple metal retractors were being used at the time, however, it appeared the tearing effect was created by continual use of multiple instruments used. Doctor was still happy with performance of alexis ortho in relation to protecting the skin." Type of intervention: removal of all material from patient. Patient status: normal.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.